Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for analysis. (B)(4) was used to explain that no surgical or endovascular procedure will be performed to repair the endoleak or increasing sac size ¿ patient has stage iii lung cancer. In light of cancer treatment, aaa will be managed conservatively. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, pre-treatment computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm/lesion was 77.5mm. Patient tolerated the procedure. On(B)(6) 2020, the patient underwent embolization procedure to treat a type ii endoleak with the aneurysm enlargement. The patient tolerated the procedure. The endoleak was resolved. No further adverse events have been reported. (Covered in medwatch# 2017233-2020-00212). Reportedly, from march 23, 2020 till september 27, 2022, the follow up ultrasound showed that the maximum diameter of aortic aneurysm/lesion increased in size from 99mm to 106mm. On (B)(6) 2022, a continued type ii endoleak was reported. Based on the information provided from the site, there was increase in size of aaa with max dimensions 103x106mm with an endoleak at the right iliac limbs and possibly the left iliac limb. No surgical or endovascular procedure will be performed to repair the endoleak or increasing sac size ¿ patient has stage iii lung cancer. In light of cancer treatment, aaa will be managed conservatively. Patient is unwell due to cancer diagnosis and treatment. He will be reviewed in one year if required. According to the physician, the event is due to the patient¿s anatomy.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Code f28 was used to explain that no surgical or endovascular procedure will be performed to repair the endoleak or increasing sac size ¿ patient has stage iii lung cancer. In light of cancer treatment, aaa will be managed conservatively. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the date of event will be used as (B)(6) 2020 - the date of the aneurysm enlargement.